Manufacturer narrative:
Reason for reoperation due to "deflated, discomfort in her breasts," and "wants to get them replaced." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "deflated, discomfort in her breasts," and "wants to get them replaced." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and crease flat. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
This record is for the left side.